Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed because the nurse stated that supply line bag fell and became disconnected. The cause was identified as supply bag fell and became disconnected. The label review found the labeling adequate for the use error in this complaint.

Event description:
A caregiver (cg) contacted (B)(4) regarding a supply bag that fell and disconnected during dwell 1 of 4 of therapy on the homechoice (hc) unit. The technical service representative (tsr) advised the cg to end therapy and start over with new supplies. The tsr also advised the cg to inform the nurse of the incident in the next 24 hours. The tsr further assisted the cg to end therapy. The cg confirmed to start over with new supplies. On (B)(6) 2011, product surveillance contacted the home patient (hp) regarding the disconnection. The hp stated the bag fell because the stand used to place the bag on was loose. The hp confirmed there were no defects with the supplies. The hp stated the registered nurse (rn) was informed regarding the disconnection and everything had been fine since. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.